Event description:
It was reported that the patient was having problems with her stimulator for ¿about a month¿. It was noted that the patient has had 4-5 stimulators since 2005. It was noted that the patient had been told the stimulators were supposed to last 5 years. It was reported that the patient had fallen several times. The patient stated that since 2004 she had fallen ¿a bunch of times¿. It was stated that she fell down the stairs and off the couch. It was stated that she broke her arm. It was elaborate that the patient did not specify when the falls had taken place. It was noted that the patient had been told by a manufacturer¿s representative that whenever she fell she should have her device checked via x-ray, but the patient stated that she had never had an x-ray after falling. It was stated that no healthcare professional had ever followed up on her device, monitored the therapy, or done an x-ray since 2004. It was reported that her devices did not ¿stand up¿ and they did not work. It was reported that the patient was only feeling stimulation on the left side of her body. It was stated that the right leads were not working and were off. It was stated that the patient wanted her device explanted and would never get a device put back in. It was noted that the patient expressed dissatisfaction with her device, with her healthcare professional (hcp), and her manufacturer representative¿s service. Additional information received reported that the patient had stimulation in the wrong location. It was reported that the patient was told the lead was bad and was not working at all. The patient stated that the manufacturer should let patients know that if they fall they should let their hcp know because to the hcp ¿she was just another number and they don¿t tell her anything¿. It was noted that the patient had falls before and after the implant so the falls were not new. It was noted that the patient wasn¿t currently seeing any hcp, but the patient stated she would try to call the local hcps regarding ¿taking care of the lead or possibly reimplanting¿. It was noted that the patient wanted information on the newer pain stimulators. Additional information received reported that stated that there was another manufacturer¿s representative dealing with this patient. It was stated that the "patient had some issues regarding their primary care physician or something like that". Additional information received reported that the manufacturer¿s representative (rep) saw the patient on (B)(6) at the healthcare professional¿s office (hcp) and that was when he came to know of patient¿s stimulation issues first. He reported that he adjusted the stimulation and the patient was happy with the coverage of the stimulation. It was noted that since patient fell often, noting that especially just before the appointment she had a major fall (falls not related to scs therapy) he told patient that the leads ¿might have moved¿. It was stated that the rep was made aware by the patient how she was not happy with her hcp so he gave her few names of hcps she could check out. It was noted that the patient lived 40 minutes away so the rep suggested she find a doctor near her and re-establish a good relation with them. It was stated that the rep gave the patient his business card and asked her to call him if any issues with therapy come up; he has not heard from the patient since.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 74002, lot# n299952, implanted: (B)(6) 2011, product type: adapter. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3888-33, lot# j0519407v, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3888-33, lot# j0455250v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was going to have her device taken out. It was noted that the patient had falls and fell 3-4 times a day on average. It was noted the patient was always tripping and falling. It was noted that the patient was never told to get an x-ray and that was why she was having it taken out.

Event description:
Additional information received reported that the patient had her whole stimulation system removed on 2014 (B)(6). It was noted that the device was not removed because of normal battery depletion. The reporter noted that the patient was never told she should have the device x-rayed if she fell. It was noted that from falling, the ¿wires¿ had moved and the device was not working right.

Manufacturer narrative:
(B)(4).